Event description:
After nearly one year of implantation, the defibrillation lead involved in this MDR report was explanted because of noise detection that resulted in inappropriate shocks. An intervention was performed on (B)(6) 2009 to replace the lead.

Manufacturer narrative:
On (B)(6) 2009, this event concerns a device that was manufactured and used outside the united states. During the FDA inspection in (B)(4) 2009, the investigator directed sorin biomedica crm to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. The final analysis report is pending.